Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced loss of pain control and numbness. The pump contained dilaudid 2.0 mg/ml, .2750 mg/day; bupivicaine 40 mg/ml, 5.499 mg/day and clonidine 250 mcg/ml, 34.37 mcg/day. Per the reporter, "it is unk at this time what caused the pt's increase in pain. The physician elected to revise/reposition the catheter, in effort to achieve increased pain control, while ruling out a leak in the catheter or an inflammatory mass. The revision was performed on (B) (6) 2010. The procedure revealed no leak and the catheter and there was not an inflammatory mass. The catheter was spliced and repositioned from c-6 to c-3." The pt has recovered from the surgery and has noted "increased control" of her pain. The outcome was "resolved without sequelae."

Manufacturer narrative:
(B)(4).